Event description:
This lead was implanted on (B)(6) 2013. It was also noted during this time that this lead had a failure issue. Lead remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) , canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).